Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction provided in d3 (country type) and h6 (investigation type and investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
11 pen needle units affected. See enclosed medwatch section c completed.

Event description:
Consumer reported found 11 pen needles from prior box that clogged during the prime/flow check . Lot # unknown - discarded box catalog# 320555 date of event unknown sample status discard.